Manufacturer narrative:
An ultraflex esophageal stent was returned for analysis. Visual examination of the returned device found the stent was partially deployed by 33 mm. No issues were noted with the profile of the crochet stitches from the point of release from the stent. During the product analysis, the investigator was able to fully deployed the stent without issue. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, the stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex distal release esophageal stent was used during an esophageal stent implantation procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat an esophageal stenosis. Reportedly, the patient's anatomy was not dilated prior to stent placement. There was no visible damage noted to the stent prior to the procedure. During the procedure, the stent could not be completely released, so the physician removed the partially deployed stent from the patient. The procedure was completed with another ultraflex distal release esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex distal release esophageal stent was used during an esophageal stent implantation procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat an esophageal stenosis. Reportedly, the patient¿s anatomy was not dilated prior to stent placement. There was no visible damage noted to the stent prior to the procedure. During the procedure, the stent could not be completely released, so the physician removed the partially deployed stent from the patient. The procedure was completed with another ultraflex distal release esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.